Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was notified via referenced post on social media that the customer had a high blood glucose. Their meter was reading a high blood glucose of 449 mg/dl while their insulin pump was reading at 369 mg/dl. No further details were given. The insulin pump will not be returned for analysis.